Event description:
It was reported that: "error code 2 cannot clear happened on pt (B)(6) male who did not survive but they reverted to manual CPR."

Manufacturer narrative:
Reported complaint of user advisory 2 (error communicating with battery controller), cannot clear was confirmed. Archive file showed multiple user advisory 2's and user advisory 7's (discrepancy between load 1 and load 2 too large). The load cell characterization testing indicated that the load cell module 2 was not functioning properly, which may have caused these advisories. The system also had a cracked motor cover and failed the open case system test. Load plate cover, motor cover and load cell module 2 were replaced. Incident report indicates that manual CPR was administered after system stopped compression, therefore, it is not likely that the system caused or contributed to the pt's death.